Event description:
Additional info received from reporter (B)(6) 2015: had essure and my health has 'downgrounded' so much. I am (B)(6) living the life of a (B)(6).

Event description:
Side effects: cramps week before period; period every two weeks; headaches probably 10 x's a month always before period; extreme back pain 2 days before; no energy most days just want to lay around; can't loose weight and work out 6 days a week and work with personal trainer 2xs a week; may have sex 1 x a month and in pain the next 2 days and bleed; hot flashes all the time; hair recently just stopped falling out and more 3 colon infection in 3 months. (B)(4).

Event description:
#Medwatcher #follow up2 #FDA mw5037062 #(B)(4). (B)(6) I had a total hysterectomy at age (B)(6). Since removing essure I feel like you old self. Full of energy, no cramping, back pain, stabbing in gut. Sex is no longer painful the bloating is gone. And my hair has stopped fall get out. So excited to show my kids what a healthy mom is. Essure is the devil and I pray women don't have to go through all that I did.

Event description:
(B)(4). Today's date is (B)(6) 2015. Still have horrible cramping where no matter what medicine I take it does not touch the pain. Also now have ovarian cysts. And now scheduled for a hysterectomy on (B)(6). I am (B)(6) years old and can't enjoy my life due to essure. The day I was implanted I felt something was wrong with me. I have been on birth control to help with the hormones and level the estrogen out and it only makes me feel worse and the side effects worsen.